Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection found the pump was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of the event history log confirmed that there was a record of the key stuck alarm when the pump powered on. Functional testing confirmed the customer reported issue. The investigation determined the cause of the issue was a defective keypad. The manufacturer representative replaced the keypad, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump alarmed that a key was being pressed. There was no patient involvement.